Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and black residue on the dumbbell joint was noted on the joints. The unit was received pressurized. A functional evaluation revealed the slender arm was stiff and the unit was continuously running. The complaint was confirmed and the root cause has been associated with a mechanical component failure. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include contamination and debris entering the mechanical joints of the device damaging the pressure rings or pressure cups. It is recommended that the spider 2 instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals, pressure cups and pressure rings. No containment or corrective actions are recommended at this time.

Event description:
It was reported that the spider 2 is not working. Incident occurred before the procedure; therefore, there was no patient involvement. Results of investigation have revealed that the slender arm was stiff and the unit was continuously running and this is a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.